Event description:
It was reported that a pump declared an altitude alarm and the customer's insulin delivery was suspended due to the condition. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to clean the speaker holes and perform cartridge maintenance, but the alarm recurred. After waiting for moisture to evaporate and retrying, the customer successfully loaded a new cartridge and resumed insulin delivery without needing further assistance.